Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they were hospitalized due to high blood glucose. Blood glucose at the time of the admission was unknown but as last known blood glucose was 310 mg/dl and customer's ketones were 2.2 mmol/l. The customer was treated with IV fluids of simple saline . Customer changed their set the night before but had not completed all the steps and was unable to receive insulin during the night. It was unknown if the customer was wearing the insulin pump during the hospitalization. Troubleshooting was declined. They did not mention if auto mode was in use. The insulin pump will not be returned for analysis.